Manufacturer narrative:
There is an in-process inspection as per mfg-060/I to check for missing components, there is no qn raised for missing component during the production of this batch. There is an outgoing inspection to check for missing components, there is no qn raised for missing components during the production of this batch. No photo / sample is received for this complaint. If there is a sample received, the sample can be investigated for the cause of the missing component. The complaint will be re-open when there is a sample received for this complaint. The complaint trend will be tracked and monitored. H3 other text : see h10 manufacture narrative.

Event description:
(B)(6)2023 09:45 infusion treatment during hospitalization of aids patients, after indwelling injection, the interface of the heparin cap is loose, can not be tightened, blood has been flowing backwards, immediately clamp the switch, replace the heparin cap, and explain to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus¿ yel 24ga x 0.75in prn the prn was loose and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023 09:45 infusion treatment during hospitalization of aids patients, after indwelling injection, the interface of the heparin cap is loose, can not be tightened, blood has been flowing backwards, immediately clamp the switch, replace the heparin cap, and explain to the patient.